Event description:
Falsely depressed sodium results were obtained on multiple patient samples. The results were reported to the physician. After discordance was recognized, the samples were re-run and higher results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results was multiple maintenance issues. The siemens healthcare diagnostics field service engineer (fse) performed necessary maintenance protocols. The instrument is performing within specifications. No further evaluation of the device is required